Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire tip was shaped.

Event description:
Medtronic received report that an echelon 10 micro catheter was punctured at the distal end with the guidewire. It was noted that ec helon microcatheter and all accessory devices were prepared per the instructions for use (IFU). The catheter was flushed per IFU. Patient vessel tortuosity was noted as normal. There was no friction or other difficulty during insertion of the guidewire. Aside from the puncture, there was no other damage to the catheter and there was no damage observed to the guidewire. The echelon micro catheter was replaced to complete the procedure successfully. There was no harm or injury to the patient. Ancillary device: synchro-14 guidewire

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the echelon-10 catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened echelon-10 inner pouch and outside its returned dispenser coil. The synchro-14 guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. The distal micro catheter appeared to be shaped. The distal tip and marker band was found damaged. The micro catheter was found kinked proximal to the distal marker band. A puncture was found at this location and the micro catheter wall was found slightly thinning. Testing/analysis: the total length was measured to be 156.0cm, and the usable length was measured to be 148.0cm which is within specification (specification: total (ref) = 155cm, usable: 147cm ±1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the distal end only. An x-pedion guidewire was inserted into the hub, through the catheter and became stuck at the kinked distal end. Conclusion: based on the device analysis and reported information, the customer¿s report of "catheter puncture (gw/stylet)" was confirmed. It is possible the puncture occurred due to the tip shaping/preparation. It is also possible the puncture occurred due to advancing the guidewire against resistance caused by the catheter kink found. The catheter wall near the puncture was found slightly thinning. It is possible the thinning occurred due to steam shaping or due to the kinking. As the synchro-14 guidewire used in the event was not returned, any contribution of the guidewire towards the catheter puncture. The synchro-14 guidewire has an outer diameter of 0.014" (per stryker website) and is therefore compatible for use with the echelon-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.